Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" error message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report of "ECG monitoring failure" observed during review of device data logs. However, the device was put through extensive testing including bench handling and ECG stressing without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. The multifunction cable was not returned for evaluation. It was recommended to the customer that the multifunction cable used be discarded as a precaution. A new multifunction cable was sent to the customer. Analysis of reports of this type has not identified an increase in trend.